Manufacturer narrative:
(B)(4).

Event description:
It was reported that a competitor had reported that the pulse generator exhibited a diagnostics anomaly. After a device download, normal function was noted. The patient was stable.